Event description:
Gafter r mastectomy for breast cancer was implanted with an allergan natrelle smooth silicone implant. I have every blood test know for chronic neuropathy, chronic fatigue, chronic fatigue, chronic arthritic pain etc. Hypertension, chronic pain, chronic fatigue, headaches, hair loss, face rash, insomnia, neuropathy, degenerative disc disease cervical and lumbar, sensitivity to barometric change ie. More severe pain when cold or cloudy, hearing problems (now wearing a hearing aid.) Chronic joint pain, depression, anxiety, recent r breast pain like a stabbing sensation or pulling from the inside out. Chronic sinus infections and allergies. My medical records are available but no physician, primary, pain, rheumatologist, etc can tell me why these issues started after I was implanted. FDA safety report ID # (B)(4).